Event description:
It was reported that the external pulse generator had a failed atrial and ventricular outputs. The generator was returned for service and calibration. The return paperwork indicated that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies found.